Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42, related to the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, and the caller was guided through the reset process. After the reset, the cgm error code did not reappear, and the caller successfully started their sensor session.